Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had an increase in stimulation intensity. Patient attempted to turn stimulation down, but intensity was not resolved. Patient turned off the device and stimulation was better but did not "go away" completely for about an hour. Patient turned device back on to original setting with no issue. No surgical intervention planned or scheduled. No diagnostics have been performed. Patient was able to turn device back on and continue using without any issues. Patient reported nothing. Patient was working a night shift at a medical facility. The reported issue was resolved.